Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted on (B)(6) 2016. Left ventricular lead replacement was reportedly performed on (B)(6) 2017 due to high threshold. During interrogation of the ICD after the re-intervention, it was not possible to measure the left ventricular (lv) threshold: no markers were visible on the egm. The physician launched the nominal command and reprogrammed the ICD. After that, lv threshold test was performed without any issue.